Manufacturer narrative:
Results pending completion of manufacturing evaluation. The device was discarded at the facility and, therefore, was not available for direct analysis by gore. It should be noted the gore® dryseal flex introducer sheath instructions for use states ¿adequate vessel access is required to introduce the sheath into the vasculature. Careful evaluation of vessel size, anatomy, tortuosity, and disease state (including calcification, plaque, and thrombus) is required to ensure successful sheath introduction and subsequent withdrawal. If vessel is not adequate for access, major bleeding, vessel damage, or serious injury to the patient, including death, may result.¿

Event description:
On (B)(6) 2020, the patient underwent endovascular treatment of an abdominal aortic aneurysm using an 18fr gore® dryseal flex introducer sheath as an accessory in the procedure. According to the report, the right external iliac artery was calcified (degree of calcification not reported). Some resistance was reportedly noted when the device was inserted from right femoral artery, but the procedure continued. After the stent graft was advanced and implanted, a dissection of the right external iliac artery was observed upon removal of the sheath. A bare metal stent was placed to treat the dissection. The procedure went forward to completion without any further reported complications. The patient tolerated the procedure.

Manufacturer narrative:
H6: code 213: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. It should be noted the gore® dryseal flex introducer sheath instructions for use states ¿adequate vessel access is required to introduce the sheath into the vasculature. Careful evaluation of vessel size, anatomy, tortuosity, and disease state (including calcification, plaque, and thrombus) is required to ensure successful sheath introduction and subsequent withdrawal. If vessel is not adequate for access, major bleeding, vessel damage, or serious injury to the patient, including death, may result.¿